Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure the camera displayed error code 226 and the image was flickering. After cleaning the contacts with electronic cleaner, error code 216 (no communication) appeared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h10 . Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "error code 226 and error 216 appears" was confirmed. "The image also just flickers" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on cable unit and poor water-tightness of button, water tightness is lost. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Due to damage on cable unit, error code e226 is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.